Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to the procedure the device was opened and allegedly the peel away sheath/catheter is chipped and has sharp edge at the crack. Device was not used a new kit was opened to complete the procedure. There was no patient involvement.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One powerport vue, isp, mr, with 6f polyurethane catheter kit was returned for evaluation. All components were returned except the flushing connector. Blood was noted on the sheath and dilator. The distal tip of the sheath had damage in the form of crumpling and small splits. No anomalies were noted on the distal tip of the dilator. Based on the findings, the investigation is confirmed for damage to the sheath. As blood was noted on the sheath and dilator, it is possible that conditions of use contributed to the sheath damage. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 09/2019).

Event description:
It was reported that prior to the procedure the device was opened and allegedly the peel away sheath/catheter is chipped and has sharp edge at the crack. Device was not used a new kit was opened to complete the procedure. There was no patient involvement.